Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: a distributor engineer visited the customer to address the reported event. During evaluation, the distributor engineer replaced the liquid sense pcb and performance was verified. Quality controls (qc) were run with acceptable results. The instrument was operational. There was no further action required by distributor engineer. A 13-month complaint history review and service history review for similar complaints was performed serial number (B)(6) from 17-nov-2017 through aware date of 17-dec-2018. There were no similar complaints found during the searched period. The aia-360 operator's manual under chapter 7 - error messages and flags states the following: 1. List of error messages if a problem occurs during assay or it is difficult to continue an assay, an error message is displayed. Together with the error message, a buzzer sounds to alert the operator to the error. At the same time, the printer also prints the error message. Error message table lists error 2011 air detected [sample] as indicating that "there is no contact with the liquid surface after sample suction. Contact the service department for troubleshooting." The most probable cause of the 2011 air detected error messages was a bad liquid sense pcb.

Event description:
A customer reported error messages 2011 air detected with the aia-360 instrument. The instrument was down. A distributor engineer was dispatched to address the reported event, which resulted in a delay of troponin (ctnl2) and creatine-kinase mb (ck-mb) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.